Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd ultra-fine¿ insulin syringe was found with the " black stopper missing from syringe" there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7299608. Customer states that the black stopper is missing. The returned syringe was examined and exhibited a missing stopper. No damage to the plunger rod was observed. Sample was forwarded to manufacturing (holdrege) on 11may2018 for further review. Second investigation summary: on the 15may2018, holdrege received one (1) syringe in an opened polybag, 0.5ml 31g 6mm from batch 7299608. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe aa, the same findings to those documented during the initial investigation and bd franklin lakes were noted. Probable root cause: a plunger rod could get hung up in the in the dial and not allow the stopper to assemble to the plunger. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications {200725185, 200725025} noted for missing stoppers. There were four (4) notifications [200725218, 200725389, 200724965, 200725126] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper missing on lot # 7299608. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.